Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error, where the patient connected to the patient line during the prime phase. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line and warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) was connected during the priming stage of peritoneal dialysis therapy on the homechoice machine. The hp also stated that the patient line was open during priming. The technical service representative explained the error to the hp and assisted the hp in ending therapy. The hp planned to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.